Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400-450 mg/dl. Cause was unknown. Elevated bg was address with assistance from customer's caregiver who administered a correction injection via manual injection. Customer successfully resumed insulin delivery.